Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial surgery on (B)(6) 2015 for an inner trochanteric fracture of a femur, when using the drill bit over the guide wire for the trochanteric nail, small shards of metal from the drill bit broke off into the patient. The fragments were not able to be retrieved. Additional x-rays were taken due to the fragments. There was a 20 minute surgical delay due to the reported event. It was reported the procedure and patient outcome were successful. (B)(4).